Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator replacement the insulation of the right ventricular (rv) lead was observed to have be damaged. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.